Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. Unable to test with blood glucose meter due to button keypad anomaly. Insulin pump received with minor scratched display window, broken reservoir tube lip and missing end cap sticker.

Event description:
It was reported via phone call, that the customer received a button error alarm. Customer's blood glucose level at the time 158 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.